Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going

Event description:
(B)(6). During the procedure for ovarian cystectomy, the jaw was broken to pieces by holding membrane tissue and pulling it up. The broken parts dropped inside of the patient. The customer managed to remove the broken parts, however, a fragment approx. 2mm length was found inside of the patient by x-ray after surgery.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a panasonic dmc tz8 digital camera. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Additionally according to the report of the quality assurance of the production department there is no production error. The breakage was caused by excessive lateral stress. No CAPA is necessary.